Event description:
Ivf were to be hung, the tubing was obtained along with a bag of normal saline to prime the tubing. The saline was spiked and I began to prime the tubing. The drip chamber filled up ok but we could not get the saline to flow past the drip chamber. All clamps were checked and opened. The flow was obstructed somehow and we ultimately had to obtain another set. Manufacturer response for primary tubing, (brand not provided) (per site reporter): they said they would send me shipping material to send two samples back and a follow up letter.